Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the stent jumped during deployment, partially deployed, and fractured. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. An ipsilateral approach was used to access the lesion and pre-dilation was performed. The sheath puncture part was strongly calcified and it was very angled when inserting the device. A 7 x 180 x 130 innova¿ stent was selected for use over a 0.014" wire. During stent deployment inside the patient, the stent jumped 3-4 cm ahead of the lesion. There was difficulty deploying the stent and the stent could not be completely deployed beyond about 15 cm using the thumbwheel and pull grip. The partially expanded stent was deployed in the target vessel. The stent fractured and the physician tried to remove the piece of the fractured stent as a whole system together, but the non-deployed piece of the fractured stent was dislodged into the sheath. The system was removed from the patient with the dislodged fractured stent inside the sheath. The stent was stretched as a result of the event. An additional innova stent was deployed to overlap the partially deployed stent. While the physician planned to deploy two stents, as a result of this event, a longer additional stent was selected than originally planned. The procedure was completed with a different device as a 7mm-150mm/130cm innova stent was implanted. There were no patient complications or injury.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. The mid-shaft showed no damage. The stent was returned outside of the device and fractured. The thumbwheel was locked. The pull handle was locked. The inner liner was kinked at the distal end of the mid-shaft. The handle was opened to inspect for further damage. It was noticed that the proximal inner was prolapsed. The proximal inner and the inner liner also showed waviness. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. The innova dfu states that a stiff 0.035 in guidewire is strongly recommended for deployment of the stent, especially for tortuous anatomy and contralateral approaches. Use of undersized guidewires may lead to insufficient support of the device which can compromise stent delivery bsc ID # (B)(4) / tw # 4818175.

Event description:
It was reported that the stent jumped during deployment, partially deployed, and fractured. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. An ipsilateral approach was used to access the lesion and pre-dilation was performed. The sheath puncture part was strongly calcified and it was very angled when inserting the device. A 7 x 180 x 130 innova¿ stent was selected for use over a 0.014" wire. During stent deployment inside the patient, the stent jumped 3-4 cm ahead of the lesion. There was difficulty deploying the stent and the stent could not be completely deployed beyond about 15 cm using the thumbwheel and pull grip. The partially expanded stent was deployed in the target vessel. The stent fractured and the physician tried to remove the piece of the fractured stent as a whole system together, but the non-deployed piece of the fractured stent was dislodged into the sheath. The system was removed from the patient with the dislodged fractured stent inside the sheath. The stent was stretched as a result of the event. An additional innova stent was deployed to overlap the partially deployed stent. While the physician planned to deploy two stents, as a result of this event, a longer additional stent was selected than originally planned. The procedure was completed with a different device as a 7mm-150mm/130cm innova stent was implanted. There were no patient complications or injury.